Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or more patient details has been requested. No additional information is available at this time. Reason for reoperation is due to capsular contracture, brake grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side capsular contracture, baker grade unknown. Device remains implanted.